Event description:
The event occurred on an unspecified day in august 2025 involving a microclave¿ clear neutral connector where it was stated that nurse (rn) noticed moisture and drops of fluid on the patient. Upon further investigation, it was found that the clear neutron on one of the upper arms PICC's [peripherally inserted central catheter] lumens was cracked/leaking. No obvious cracks/breaks to microclave clear, leaking at connection site at vascular access device. 3 incidents occurred involving cracked and leaking clear neutrons. This is the first of three. The event occurred in picu hospital. There were no patient harm and no delay in therapy.

Manufacturer narrative:
The reported complaint of a crack and a leak could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional information: device received date: 8oct2025. Investigation summary: the reported complaint of a crack and a leak could not be confirmed from the photo provided. In addition to the photo the following were received: one (1) new. List #mc100, microclave¿ clear neutral connector; lot #14393356. One (1) used. List #mc100, microclave¿ clear neutral connector; lot #14393356. No visual damages were observed. Leak residue was observed on the used sample. The reported complaint of a crack could be confirmed. An internal leak was observed on the used sample during testing. The sample was disassembled and found to have a torn seal. The probable cause of the torn seal is from the use of an incompatible mating device. The dfu states: to avoid damage to the clave or syringes or male luers which may result in delays of medication administration and possible serious adverse events, users should confirm mating luers or syringes have an internal diameter range of 0.062¿ to 0.110¿. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.